Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. During this investigation it was found the coin cell battery was depleted which may have contributed to the reported failure.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the touchscreen is intermittently blank on ventilator start up. The customer stated there was no patient involvement associated with this event.